Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) review could not be performed as the serial number is unknown. Svd is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The degeneration and stenosis observed in this case may have been impacted by patient related factors and the progression of the patient¿s underlying valvular disease pathology with svd; however, exact cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm valve implanted in the aortic position underwent surgery for a valve-in-valve replacement after an implant duration of approximately 7 years, 10 months, due to degeneration leading to stenosis (48mmhg). No additional information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.